Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event. The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer was mentioned that the insulin pump received insulin flow block alarm which was past event. Troubleshooting was performed for insulin flow block alarm. Customer stated that the event was resolved by changing complete set. It was unknown whether customer was using auto mode feature at the time of event. The insulin pump will not be returned for analysis.